Event description:
It was reported that the ilet pump¿s display screen developed a large crack while the user was carrying the device in a pocket, after which the screen became unusable, and the device was difficult to operate; the user switched to backup therapy and planned to continue cgm use via the dexcom app or receiver. Symptoms included no injury. Outcomes included interruption of normal device use that required a replacement device and temporary use of alternative therapy. Investigation included review of the reported damage, verification of device information, and planning for return and evaluation of the damaged unit. Investigation of this case revealed physical damage to the screen with loss of display function and inability to continue normal operation. It was concluded that, based on previously established findings for similar reports, the event involved mechanical damage to the display component leading to functional impairment of the pump interface without injury.